Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Upon completion of a urology procedure - stent placement on the (B)(6) female patient, the catheter snapped during the attempt to remove it from the patient. Both halves of the catheter were retrieved with the use of grasping forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, documentation, specifications and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformance records was not possible as the product lot number was not reported. Based on the information provided, no product returned, no lot # provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
Upon completion of a urology procedure - stent placement on the (B)(6) year old female patient, the catheter snapped during the attempt to remove it from the patient. Both halves of the catheter were retrieved with the use of grasping forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.